Event description:
Nurse contacted the distributor to report a reaction one of her pt's is experiencing with hydrelle. Nurse stated the pt is experiencing firmness, redness and her left cheek feels hard. Nurse directed the pt to take benadryl and ibuprofen. Injection sites: nasolabial folds and cheeks.

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The device was not available to be returned. The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.